Manufacturer narrative:
On (B)(6) 2021 customer had diabetic ketoacidosis went into the emergency room at 4am, blood sugar was over 400 was admitted into ICU. High blood glucose. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. No unexpected errors noted when uploading the insulin pump on carelink. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. On a related svn (B)(6), event date (B)(6) 2021, there was a no delivery/occlusion alarm/insulin flow blocked alarm complaint. There was no data listed on september 2021 in the device history file. Unable to verify no delivery alarm/insulin flow block alarm in the history file. Device passed the functional test. Unable to confirm alleged high blood glucose. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 with blood glucose reading was 400 mg/dl. The customer was treated with intravenous insulin drip at the hospitalization, emergency room and stayed overnight at hospital. Customer reported symptoms like confusion, feeling sick unwell headache tired and weak altered vision changes. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The insulin pump will be returned for analysis.